Event description:
The 7120 lead removed on (B)(6) 2025 as part of a system extraction due to infection. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).